Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling for the reported event of break and expulsion: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that with one syringe of juvéderm ultra¿ xc, the ¿syringe exploded¿ during patient injection in the face. No injuries were reported. The packaged needle was used for the injection.

Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported that with one syringe of juvéderm ultra¿ xc, the ¿syringe exploded¿ during patient injection in the face. No injuries were reported. The packaged needle was used for the injection.